Manufacturer narrative:
The failure investigation has been completed and the alleged insulin delivery issue was verified in the pump logs, however, no failure was identified. Additionally the alleged history issue could not be verified.

Manufacturer narrative:
Per the user guide: always remove all air bubbles from the system before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittently, the pump did not deliver insulin as intended. Tandem technical support (cts) performed a pump system check and found that insulin delivery had been stopped, however, the customer did not recall stopping insulin delivery. Additionally, cts found that the customer had not filled the infusion set tubing. The customer disconnected infusion set from body, initiated fill tubing, and did not observe insulin exiting the infusion set tubing. Customer changed pump supplies and delivered a bolus with the pump and insulin was still not observed to be exiting the infusion set tubing. Additionally, the data was missing from the pump history. Customer's blood glucose (bg) ranged between 276-400mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.